Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the faradrive sheath was fluid leaking from the sheath's valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported. The sheath was disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.